Event description:
Client utilizes a #8 shiley, cuffed non-fenestrated trach attached to the ltv 1000 ventilator 20 hrs a day, with 4 hrs off the vent. In early 2009 - trach change in home, cuff deflated within 10 minutes and unable to hold air. Reinserted new #8 cuffed shiley. Observed some bleeding from trach for 5 days. A month later - emergency unplanned trach change due to cuff not holding air. The following month - emergency unplanned trach change due to cuff not holding air.